Manufacturer narrative:
It was reported that the surgeon placed the final head and neck with a 40 biolox head and 40 ID liner. However, the surgeon felt that the head was not stable on the trunnion. He dismissed fairly quickly and converted to a 36 elevated liner option with a 36 head. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Devices analysis: the biolox delta head was received for investigation. Metal transfer of erratic appearance could be found on the surface and on the outer chamfer of the implant, which could be identified as secondary effects (i.e rubbing mon metal parts during surgery). If a taper fit symmetrically between the ceramic ball head and the metallic stem, then thin concentric lines are expected on the circumference at the proximal taper region. This kind of expected metal transfer could not be found on the received implant. Additionally, erratic metal transfer starting from the beginning of the taper area untill the end was observed, which seemed to be occured during the attempts to fix the ball head on the stem. Root cause analysis: the absence of the expecetd concentric lines and the presence of erratic metal transfer on the taper area of the ceramic ball head points to a misalignment of the head on the metallic stem. Possible causes leading to this situation are contamination or tilting of the components during the insertion. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
(B)(4). As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported that the surgeon placed final head and neck with a 40 biolox head and 40 ID liner. He mentioned an issue with the head not feeling stable on the trunion. It was further reported that he dismissed fairly quickly and converted to a 36 elevated liner option with a 36 head.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that during surgery on (B)(6) 2015 "during impacting of head onto stem, surgeon felt the head was positioning. " no further information available.